Manufacturer narrative:
This report is submitted on april 26, 2022.

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported). The device was removed on (B)(6) 2022. Reimplantation is planned but had not taken place at the time of this report.